Event description:
Boston scientific received information that this lead was surgically abandoned and successfully replaced due to no sensing and loss of capture at maximum outputs. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.